Event description:
As reported by the exactech vantage total ankle study, the 58-year-old male patient had a right taa on (B)(6) 2021. The patient presented with a medial impingement on (B)(6) 2022. The patient has medial impingement in the right ankle. He is on the surgical waiting list. The outcome of this event is considered continuing. The action taken is other - he is on the surgical waiting list for surgery treatment. The case report form indicates that this event is definitely related to the device and possibly related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 350-02-03e - talus -right- sz 3 - EU: 6093557. 350-32-03 - talar implant sz 3 rt: 6569491. (H3) pending evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pending surgical revision cannot be conclusively determined, and no radiographs were provided; however, it is most likely related to the medial impingement, which may have led to joint pain. The cause of the reported impingement may be due to an underlying patient condition, such as unique anatomy, or other condition that impacts the performance of the device. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 7 month(s) and 27 day(s) post-operative of a right taa, it was reported via clinical study that the patient experienced medial impingement the patient has medial impingement in the right ankle. He is on the surgical waiting list and the device remains implanted. The outcome of this event is considered continuing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: g3, h6. The following sections were corrected: b5, g1 contact name, h6 clinical code. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pending surgical revision cannot be conclusively determined, and no radiographs were provided; however, it is most likely related to the medial impingement, which may have led to joint pain. The cause of the reported impingement may be due to an underlying patient condition, such as unique anatomy, or other condition that impacts the performance of the device. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.